Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2015 with the following findings:the black box contains no power on reset time and date reset to default was duplicated during investigation. Pump was open to investigate, the bt1 component was leaking. Cartridge cap is torn/punctured battery cap is damaged - threads stripped, used test cap for all steps, test battery cap does tighten fully. The display is dim and pink. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and dim display. This report is made based on the results of an investigation completed on (B)(6) 2015.